Event description:
In 2009, the patient reported elevated blood glucose readings for the past 2-3 days and he believes his insulin infusion device may not be properly working. He stated he has changed his infusion headset and tubing several times but his readings have not decreased. At 5:30 am this morning, his blood glucose was 349 mg/dl and he bolused 8 units of insulin. He said he set his infusion device to a 150% temporary basal rate increase but at 6:30 am his reading had increased to 420 mg/dl. He stated he then disconnected from his infusion device and switched to injection therapy. He said he currently feels better but has not checked his blood glucose again. He was advised to do so as soon as possible. Troubleshooting did not find any product issues. He stated he would remain on injection therapy until a replacement arrives. On follow up with the patient three days later, he stated he has switched to his replacement device and his blood glucose has returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.